Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information was not available for reporting. (B)(4). Device is an instrument and is not implanted/explanted. The complaint device is not expected to be returned to the synthes manufacturer for evaluation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a trochanteric femoral nail advanced (tfna) procedure the trajectory for the insertion of the guide wire was off from the nail. When the surgeon began drilling an unintended hole was drilled into the nail. When the surgeon tried to insert the lag screw the alignment was not correct. The surgeon removed the lag screw and nail to start the procedure over. The surgeon inserted a new nail and used the same screw from the first attempt. The nail from the initial attempt was discarded. There was a 45 minute delay in surgery to remove the nail and to place a new one. The patient is reported as stable and the surgery was completed successfully. (B)(4).

Manufacturer narrative:
This device was used for treatment, not diagnosis. Date of this report was missed on previous submitted reports. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.